Event description:
A malfunction was reported on the pump by the caller, with malfunction code 12 displayed. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to switch to multiple daily injections (mdi) as backup therapy and was provided with a replacement pump by technical support. Instructions were given for returning the malfunctioning pump, which the customer understood and acknowledged.